Event description:
It was reported that during an anterior resection procedure, there were malformed staples. Additional suturing was used to complete the procedure. There was no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 02/28/2008. Info anticipated, but unavailable at this time.